Event description:
The patient was implanted with a vented electric (ve) lvad in 2002. In 2003, the hospital reproted that the patient's lvad beat rate in the auto mode suddenly dropped to 40 bpm. The patient's blood pressure dropped to a mean of 40 mmhg and the patient collapsed, but regained consciousness after the situation was corrected. No neurological sequela detected. The perfusionist switched the patient to pneumatic actuation at 77 bpm, immediately restoring blood pressure to mean of 80mmhg. Several hours after pneumatic actuation, the pneumatic drive console developed pressure problems, which resulted in a subsequent drop in map. The patient was switched back to electric actuation and was at 40 bpm in the auto mode. The perfusionist started manipulating the lvad percutaneous lead, and after 5 mins, suddenly the alarm disappeared and the ve lvad subsequently reverted back to normal operation in auto mode with blood pressures. X-rays of lvad percutaneous lead were made and sent digitally via e-mail to the manufacturer for evaluation. The patient was supported on electric actuation without further issues until being transplanted.